Manufacturer narrative:
Additional information received 17-jan-2023, 3011468686-2022-00020 and 3011468686-2022-00022 are the same patient.

Event description:
Additional information received indicated 3011468686-2022-00020 and 3011468686-2022-00022 are the same patient. The patient, confirmed to be 8 months old, with a history of bronchopulmonary dysplasia was treated with ECMO. On (B)(6) 2022, the patient was initially cannulated. On (B)(6) 2022 and (B)(6) 2022, the patient was re-cannulated through the right ij. The patient was not sedated. On (B)(6) 2022, the patient was decannulated.

Event description:
On (B)(6) 2022, an active 5 month old female patient was cannulated through the ij with a 15 fr crescent ra dual lumen catheter. It was reported sutures were placed around the gold suture ring and the bifurcation. On (B)(6) 2022, after a nurse observed micro bubbles and a fracture to the cannula, the patient was taken to the operating room where the cannula was replaced to the ij. There was no patient impact.

Manufacturer narrative:
Device evaluation found a kink at the fracture. Furture evaluation suggests a suture was tied near the fracture.